Manufacturer narrative:
He did (B)(6) cultures (both were negative, but antibiotics had already been started) and admitted the patient to the hospital for IV antibiotics. While in the hospital, the patient's abdominal pain resolved somewhat but she continued to have a fever. It was recommended to treating physician by a consulting general surgeon that the patient have a hysterectomy. The hysterectomy and a bso were done on (B)(6) 2005. The fallopian tubes appeared normal. However there was inflammation of the peritoneum noted and a large amount of viscous fluid. The pathologist reported that the entire endometrium and 1/3 of the myometrium was completely necrotic. Treating physician stated that the patient did not have an endometrial ablation or any other procedure that could have caused the necrosis to the uterus. He also said the tissue were very friable and that one of the fallopian tubes tore off when a clamp was applied to it. Conceptus requested a copy of the pathology report pending patient approval. The patient is now recovering but is still on antibiotics.

Event description:
A patient had been implanted with an essure device on (B)(6) 2005 and went to the emergency room of severe pain in pelvis. Patient was examined and after contacting treating physician, the patient was given antibiotics and sent to treating physicians office for an exam. Patient presented with cervical motion tenderness and a fever of 101.2 degree fahrenheit. Treating physician suspects that patient developed pid as a result of essure implant. Admitted patient to hospital for IV antibiotic treatment and tests. Conceptus followed up with treating physician on 08/12/2005 with following updated details: the patient had a straight forward, easy essure placement on (B)(6) 2005. Two days later she began having abdominal pain and a fever. Four days post-procedure she went to the emergency room complaining of fever of 102 degree fahrenheit and abdominal pain. She was started on antibiotics by the emergency room physician. No cultures were taken at that time. Following the emergency room visit, she was seen by treating physician who suspected fid.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.